Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with injection vancomycin (1 gram every five days, route not reported, duration not reported but ongoing at the time of this report) and fortum (1 gram daily for 14 days, route not reported) for peritonitis. Action taken with dianeal therapies and patient outcome were not reported. No additional information is available.